Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was fibrin build up in the transfer set and draining difficulties. The hp was treated with vancomycin and fortaz ,1 gram each (frequency and route not reported). The hp?s transfer set was changed and the catheter was repositioned. Pd therapy was ongoing. The hp was reported to be recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of onset is unknown but was reported to have occurred in (B)(6) 2013. A sample was not returned to baxter for evaluation. Therefore, the reported event was not confirmed and a cause could not be identified. A batch review could not be performed because a lot number was not available. Should additional relevant information become available, a follow up MDR will be sent.